Event description:
Covidien ligasure xp maryland jaw laparoscopic sealer/divider, 5 mm-44 cm stopped working in middle of case. Said instrument is new, not reprocessed. Reference number lxmj44s, lot # 53490118x.